Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-61- improper use / mishandled by end user.

Event description:
Consumer reported a complaint for pen needles. Customer states that the pen needles are dull. The customer feels well and did not report any symptoms. Customer stated that she had opened the pen needles about two weeks ago and that the pen needles are hard to get in her skin, that they are dull, stated it hurt when she pushed the needle in. Customer stated that when she injected herself and it felt like the needle was stuck in her skin. The insulin would bubble up under her skin, the needle was bent when it came out and she was bleeding. Customer stated that her stomach has a little bruise, but that the bubble went down on her stomach. Customer did not have to seek any medical intervention. Customer stated that she straightened out and then disposed of the pen needle.